Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular, prior to cardiopulmonary bypass, during prime, the pumphead had a bad flow. Per user facility, they could not get prime to flow over 1ml. There was a clamp on a line downstream of the centrifugal pump. No patient involvement. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 22, 2021. H6 (identification of evaluation codes 10, 11, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The affected sample was inspected upon receipt with no visual anomalies noted. It was then setup to check flow rates at the outlet of the pump together with a representative retention sample from the same lot. The samples were tested flow rates that span the pumps rated flow capability across the pumps rpm range. The pump outlet pressure was then measured at the respective flow and speed. Both the affected sample and retention sample performed as expected. Further investigation of the clinical specialist in communication with the user facility shows that there was a downstream clamp in place. As centrifugal pumps are afterload dependent, which means flow will decrease as pressure increases downstream, a centrifugal pump is not able to maintain flow when the output is clamped. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.